Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient was getting and felt pain in their hip. Patient went to the ER and it was determined that the patient dislocated her hip implant. The ER tried to reset the hip and in the process popped out the liner from the shell. The doctor replaced the liner and head.